Event description:
It was reported that the patient had "near overdosed two or three times." The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: accessory. Model: 8590-1, lot# n212469, (B)(6) 2009. (B)(4).